Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed a persistent motor stall alert despite restarts, a supply change, and a factory reset, and the user transitioned to mdi while a replacement was arranged. Symptoms included hyperglycemia. Outcomes included interruption of insulin delivery and the need for alternative therapy. Investigation included review of device history, customer interview, and assessment of available device data, along with shipping the replacement and instructions to shut down the device and sync data before return. Investigation of this case revealed a suspected pump motor stall consistent with an internal component malfunction.